Event description:
A confirmed catheter fracture was reported. It was further added that the patient was having pump replaced as of the date of this report due to pump nearing eri (elective replacement indicator). During course of pump replacement the healthcare provider (hcp) removed the old pump and found that the catheter was fractured and a short piece of catheter came out with the old pump. Hcp implanted the new pump and added a 7.6cm piece to the existing catheter. Following replacement hcp decreased the dosing for the patient due to the fractured catheter. Patient stated that she has been feeling great and there were no symptoms. Drugs delivered via the device were hydromorphone, bupivacaine.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).